Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported there was lens vault of a zkb00 22.0 diopter intraocular lens and the lens was exchanged. Further information was provided and it was learned the patient is a female and the affected eye is the left eye. Also noted is the patient experienced double vision. There was no incision enlargement, no vitrectomy, no sutures, no patient complication and no patient injury post-op. The replacement lens was another zkb00 of a higher diopter (23.0).

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.